Event description:
Dealer states that the composite piece that holds the headrest onto the seat is broken and a spring is sticking out.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.